Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The device was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with insulin pump. Customer states that there are no delivery alarms. The blood glucose reading is 72 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.